Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor failed the pulse test and displayed a service code 203. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause of the failed pulse test was a fractured solder connection at high-voltage capacitor, c19. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. No adverse event occurred due to the defective monitor. The last pt to use this monitor did not report any problems.